Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb) and requested to the covidien customer support engineer (cse) to download the operational software. The evaluation and repair of the device has not been completed. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator had a blank display. There was no patient involvement.